Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and heard an audible alert resulting in an interrogation of their implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that a right ventricular (rv) lead integrity alert (lia) had been triggered for high rate non-sustained episodes and increased sensing integrity counter (sic), and a rv lead impedance warning had been triggered for increased pacing impedance to an undefined level. The lead also exhibited oversensing, noise, ¿decreased sensing¿, increased thresholds, and non-sustained ventricular tachycardia episodes. A rv lead fracture was confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.